Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor settings. The customer wanted to make sure the sensor was function properly. The customer mentioned paramedics responded to their blood glucose level of 19mg/dl. The customer's most current level was 111mg/dl. The customer states they have treated with food. The customer' settings were reviewed and all seemed to be correct and in place. The customer did not wish to troubleshoot for lows due to customer not feeling well. The customer states they will call back at a later time to continue troubleshoot.